Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for analysis. Unit returned with its original box. The unit returned has distal tip broken, as part of overall visual revision. The device has a kink on its distal section, approximately at 183 cm from its proximal end. It also presents a fracture on its distal section. A fractured section was returned as well, this section measures approximal and outer diameter of distal tip could not be performed because of the condition of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that quide wire kink occurred. The target lesion was located in a coronary artery. A 185cm pt²¿ guidewire was advanced to cross the lesion. However, the guide wire got kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed guidewire proximal section fractured.